Manufacturer narrative:
This is an initial report that was filed under asr exemption number e2014031, which has been revoked. Report late due to transition from vmsr program. The following are the ID number of the initial asr report. Asr manufacturer report ID number: 3004464228-2019-10586 and 3004464228-2020-01007. Report ID number: cn-906041. Exemption number: e2014031. The received device had the cannula assembly fully deployed and the needle completely retracted. No issues were observed that would result in a late needle deployment or a failure to deliver insulin. The reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the needle deployed the cannula late. The pod was worn for less than an hour.